Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving lioresal 2000 mcg/ml at 692 mcg/day via an implantable pump for cerebral palsy. It was reported that there was a pump alarm every 10 min for some hours and then quiet again. There were no symptoms on the patient. Two days after, there was a new alarm with a warning for underdosing. It was reported that a pump stall occurred and now the patient had symptoms in the form of increased spasticity and had a high pulse rate. There were no known environmental/external/patient factors that may have led or contributed to the issue. There were no known diagnostics/troubleshooting performed. There were no known I interventions/actions that were taken. It was reported that the pump was replaced with a new medtronic pump ((B)(4)) and following that the patient feel well again. It was reported that the issue was resolved at the time of this report and that the patient sta tus was alive-no injury. No further complications were reported and/or anticipated.

Manufacturer narrative:
Analysis found corrosion and/or wear and/or lubrication issues of the gear train as well as stall due to shaft-bearing. (B)(4). If information is provided in the future, a supplemental report will be issued.